Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Investigation complete. Report 1 of 2. Related medwatch report number: 0001920664-2019-00103.

Manufacturer narrative:
Further investigation underway. Report 1 of 2, see related medwatch report numbers: 0001920664-2019-00103.

Event description:
The user facility in the united kingdom reported after implantation of the intraocular lens the surgeon observed a fiber attached to the lens optic. The fiber was successfully removed from the eye, but unable to be saved. There was no reported impact to the patient.